Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states that the mahurkar elite catheters have clotted in 3 crrt patients. Two of the patients had to have the catheter exchanged out 3 times. One patient had to receive blood thinners due to the clotting. There was no change to the hospital staff's dialysis catheter protocol. Customer believes that the material on the mahurkar elite is different that the original mahurkar catheters.